Event description:
The customer reported a battery issue and the ventilator stopped whilst in use. No patient health consequences have been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The oxylog 3000plus device was analyzed via provided information incl. The secured log files. Upon request we got the information from the customer, that the reported event did not occur during use on a patient, it occurred during the self-test. According to the logfile analysis this could be confirmed. There was no indication for a stop of ventilation due to a depleted or defective battery. The affected device alarmed and behaved as specified indicating a charging problem and was then shut down by user. Afterwards the battery function wad tested without patient involvement. In case that the alarm "no int. Battery charging" is displayed, the IFU requires the internal battery to be removed and reinserted or replaced as a remedy for this error message. The "charge internal battery" alarm and the "internal battery discharged" alarm are correctly displayed and warn the user about a low battery level. In some cases, charging of the internal battery was not finally completed because a full state of charge was not recognized in time. It is therefore recommended that if a red charging led appears, the battery should be removed and plugged in again to interrupt the timeout and restart the charging cycle. The dräger service technician onsite has already replaced the charger pcb and the battery. The device was tested afterwards according to manufacturer specs and passed successfully. The risk arising from the battery fault indication situation is covered by the risk management report, no previously undetected risks have arisen. No change of risk management report necessary. Based on the investigation results this case is considered not to be reportable according to the medical device regulation (MDR (B)(4) as neither death nor a serious injury were caused nor would it be expected to occur in case of recurrence.

Event description:
The customer reported a battery issue and the ventilator stopped whilst in use. No patient health consequences have been reported.